Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon explanted the device on (B)(6) 2016 due to a massive infection.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the patient report the device had to be explanted for medical reasons, namely an infection at the implant site. No available information points to the implant being the source of infection. This is a final report.

Event description:
The surgeon explanted the device on (B)(6) 2016 due to a massive infection. The electrode had been pulled out of the cochlea during the last surgery in which they tried to fix the skin flap. As per additional information received, the patient presented abnormal mastoid anatomy. The round window could not be identified during implantation, cochleostomy was performed with evidence of gusher, a complete insertion of a compressed electrode array could not be achieved. In situ testing, i.e. Ift, showed normal results. Poor responses were observed at activation. On (B)(6) 2016, swelling at the implant site was observed with no redness or pain. Patient was treated with IV antibiotics, showed improvement and was discharged after 6 days. On (B)(6) 2016, swelling reoccurred and the patient was taken to the or where device migration and soft granulation were observed. The skin over the device was thin and had to be excise. The device was relocated and the unhealthy tissue removed. X-ray showed that the electrode was pulled out, being its tip at the level of the cochleostomy. On (B)(6) 2016, infection with swelling, redness and pus was observed. It was decided to remove the device. Culture of the granulation and pus revealed staphylococcus aureas. The patient will be under observation for the following months. Contra-lateral implantation is being considered. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. It was stated by the surgeon, in the device explantation report, that the device or a malfunction of it did not cause or contribute to the explantation.